Manufacturer narrative:
Device not received for eval.

Event description:
The device was used during a laparoscopic stomach reduction procedure. Reportedly, the staple line was bleeding. The hospital has reported no pt injury occurred.